Event description:
It was reported by customer that the cs300 (iabp) displayed leak alarm and fill error, making a high pitch sound when turning machine back and received an electrical error. Patient involved, no harm reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. (B)(6).